Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he had an undetermined number of pts who presented with excessive debris on the anterior surface of the iol. The surgeon indicated that the pts were treated with yag capsulotomies, in order to prevent increased anterior capsule phimosis. The surgeon stated there was no further data available.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided to properly complete an investigation. (B)(4).